Event description:
Reporter indicated that vns pt has experienced an increase in grand mal seizures since implant and that they have never been able to feel stiumlation. It was reported that the pt experienced one grand mal seizure per year pre-vns implant, but that they recently had two grand mal seizures in one day. The pt does not have auras before a seizure, but uses the magnet to initiate magnet mode stimulation when they begin having "little jerks". It was reported that the little jerks are less since vns implant. The pt has reportedly never felt normal mode or magnet mode stimulation and plans to follow-up with their neurologist.